Manufacturer narrative:
No patient sample is available for testing. The investigation performed included a review of the ict sample diluent field performance, a specific review of the ict sample diluent lot in question as well as an analysis of architect c4000 serial number c400741 instrument logs. To ensure the ict sample diluent performance at the time of manufacture, manufacturing documentation was reviewed for conformance to specifications. All certeria met specifications. The instrument history log shows 59 occurrences of error code 3375, unable to process test, aspiration error occurred, between (B)(6) 2016 and (B)(6) 2016. Inadequate clotting and/or centrifugation times may affect instrument performance, generating errors such as error code 3375. Possible causes for this error include bubbles, foam, or fibrin clots present in the sample. An occurrence of this error with no assignable instrument cause suggests an issue with sample preparation. The history logs also showed two instances of error code 0550, cuvette washing not completed, hardware failure or user pressed stop, promptly perform the wash cuvettes procedure. Failure to allow cuvette washing to complete will result in dirty cuvettes and cuvette dryer tips which may affect future assay results and performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the ict sample diluent package insert contain information to address the current customer issue. Based on the information obtained through this evaluation and the information from the customer site, there is evidence to reasonably suggest that a product malfunction occurred. The device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's issue as the multiple occurrences of error code 3375 with no assignable instrument cause suggest an issue with sample preparation. However, no systemic issue or product deficiency was identified.

Event description:
The customer reports discrepant electrolyte results for one patient sample generated on an architect c4000 analyzer. The following was provided: sodium: initial result = 107 mmol/l with a retest of 140 mmol/l. Potassium: initial result= 2.9 mmol/l with a retest of 3.8 mmol/l. Chloride: initial result= 90 mmol/l with a retest of 103 mmol/l. Upon troubleshooting it was discovered that the customer had not performed quarterly maintenance since (B)(6) 2015. Controls were within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.